Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No failed battery alarm or blank display was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that when attempting to bolus numbers continued to scroll on screen. Esc button stopped scrolling termporarily. Customer reported of receiving a failed battery alarm when batteries were changed and then screen went blank. Customer's blood glucose was 280 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.